Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants at a future date due to poor occlusion. It is planned that the patient will undergo a bilateral coronoidectomy and advancement of the mandible at the time of the device removal and replacement. The patient will be implanted with a custom bilateral titanium temporomandibular joint prosthesis. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00023, 0001032347-2021-00024. Explantation date is planned for (B)(6) 2021. Medical products unknown mandible screw, part# ni, lot# ni unknown fossa screw, part# ni, lot# ni g3 ¿ united kingdom

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants at a future date due to unknown reason. It is planned that the patient will undergo a bilateral coronoidectomy and advancement of the mandible at the time of the device removal and replacement. The patient will be implanted with a custom bilateral titanium temporomandibular joint prosthesis. Attempts have been made and no further information has been provided.